Event description:
The customer reported that a wire at the tip of the device was exposed. A burn was discovered after the trocar was removed from the pt. The pt is said to be doing fine. No further info was available from the site.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.